Event description:
It was reported that the customer had high blood glucose levels (360 mg/dl) and ketones. Customer smelled insulin at the luer lock. A correction bolus was delivered via syringe to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.